Manufacturer narrative:
Correction information - (date of event) was initially reported as (B)(6) 2017. (Date of event) should have been reported as (B)(6) 2017.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been able to duplicate the reported issue intermittently.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that following a patient event, their device lost power when pressing the code summary button.  The customer indicated that this was not related to the patient event and only occurred after.

Manufacturer narrative:
The initial medwatch report indicates:  serial number - (B)(4) catalog number - 99577-000047. The initial medwatch report should indicate:  serial number - (B)(4) catalog number - 99577-001257. The initial medwatch report indicates: approximate age of device - 7 years. The initial medwatch report should indicate: approximate age of device - 4 years. The initial medwatch report indicates: device manufacture date - 23-apr-2010. The initial medwatch report should indicate: device manufacture date - 11-sep-2013.   Physio-control further evaluated the device and replaced the power pcb assembly, battery wire harness and the battery connector pins and observed proper device operation through functional and performance testing. The device has been returned to the customer for use.  Further evaluation of the removed parts determined that the cause of the reported issue was due to a transfer of plating from jack connector j11 (located on the power pcb assembly) to plug connector p11 on the battery wire harness.